Manufacturer narrative:
The results were clarified to actually be: initial results (plasma sample): sodium 131.6 mmol/l with a data flag, repeat 132 mmol/l. Potassium 6.61mmol/l with a data flag, repeat 6.68 mmol/l. Albumin 6.0 g/l repeat results (serum sample): sodium 143.3 mmol/l with a data flag, repeat 143.8 mmol/l with a data flag. Potassium 4.71 mmol/l with a data flag, repeat 4.71 mmol/l with a data flag. Albumin 45.8 g/l. As the results for each of the plasma and serum samples repeated, the root cause was believed to not be with the analyzer. A specific root cause could not be determined. An issue with the sample pipetting was suspected as the customer did not use the recommended sample tube rack adapters which keep the sample tubes from leaning which could affect the sample pipetting. Based on the data provided, a general reagent problem could be ruled out as calibration and qc results were acceptable. Information was provided that the customer had a similar incidence one year ago where the laboratory had one patient sample with the same pattern of results. The customer stated they did not report this event as the samples were taken at different times and from different sources. No specific data was provided.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable results for ise indirect gen.2 sodium, potassium, and alb2 albumin gen.2 for one patient sample. The initial results from a lithium heparin sample were: sodium 132 mmol/l, potassium 6.7 mmol/l, albumin 6 g/l. On (B)(6) 2017, the repeat result for albumin on another cobas c501 module using a new aliquot of the same sample after recentrifugation was 8.8 g/l. Based on the low albumin result, the customer repeated a serum sample from the same patient and the results were: sodium 143 mmol/l, potassium 4.7 mmol/l, albumin 46 g/l. The erroneous results were reported outside of the laboratory to the doctor. An amended report was issued and the doctor was informed. There was no allegation of an adverse event. The albumin reagent lot number was 235818 with an expiration date of 06/30/2018. The sodium and potassium electrode lot numbers and expiration dates were requested but were not provided. Calcium was tested on the lithium heparin sample to check for contamination and the results confirmed the sample was not contaminated. The customer confirmed that the probes and wash unit were acceptable and were cleaned as part of their daily maintenance.